Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis was on disconnected mode. The technical support specialist attached an article of "resolved issue - non specific resolution" for the user reference and confirmed that the issue was resolved by hospital it. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system pyxis was on disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.